Event description:
The customer reported failed quality control (qc) results for thyroid-stimulating hormone (tsh), vitamin b12, hybritech prostate-specific antigen (hyb-psa), and beta human chorionic gonadotrophin (bhcg) involving the access 2 immunoassay system. The customer recalibrated tsh and bhcg assays and performed assay quality control. Tsh quality control passed while bhcg qc failed. The customer stated patient samples were not analyzed at the time of the event. There was no patient impact associated with this event. Beckman coulter customer technical support (cts) assisted the customer with troubleshooting through verifying the substrate system of the analyzer. The customer noted all the tubing appeared normal but the black fitting to the fluidics manifold was very loose. Beckman coulter cts guided the customer through replacing the substrate probe. The customer completed system check, which passed within instrument specifications. Assay quality control was also performed which passed within the laboratory's established ranges. The customer indicated system check was within specification. No further issues were noted. The instrument was returned to normal operation.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system troubleshooting via the telephone. In conclusion, hardware is the likely cause of the event. The substrate probe fitting to the fluidics manifold was loose which allowed air to enter the substrate system via the probe. Beckman coulter internal identifier for this report is (B)(4).